Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. The needle and suture was separated from each other when dispensed by forceps from package. No adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.